Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. The logfiles/screenshots provided were from a patient case that was completed on a date that was not associated with this complaint. The logfiles/screenshots for the correct patient case date were requested but have not been received. When the correct logfiles/screenshots are received, the complaint can be reopened for investigation. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, there was a discrepancy between the "tibia bur all" screen and the "visualize cut" screen during a cori assisted tka which resulted in an unplanned 1.2mm resection below the planned cut when there was no pink/red displayed on the "bur all" screen. Reportedly, the surgery was completed without delay using the same device and no patient injury was reported. As of the date of this medical investigation, the requested documentation has not been provided. Definitive clinical factors which could have contributed to the reported event cannot be concluded. The patient impact beyond the reported additional/unplanned 1.2mm cut due to the screen discrepancy cannot be determined. No patient injury or additional intervention was reported due to this event. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka, during the burring of the tibia, there was a discrepancy between the "tibia bur all" screen and the "visualize cut" screen. The surgeon navigated the tibia with a cut guide and made the tibia cut with a saw. This was a conservative cut, and was sitting above the planned cut in a few areas so he burred the entire tibia to refine the cut. This screen showed that he burred down to majority white. When he then checked his cut with the plane visualizer, it showed that while his varus/valgus and slope were on target, he was sitting about 1.2mm below the planned cut. The surgeon was concerned as to why the "bur all" screen did not show pink/red if he was below the planned cut. The surgery was completed, without any delay, with the same device. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part#: rob10024, serial#: (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. Functional testing observed no issues related to the reported issue. A log file review was performed. The reported problem was not confirmed. Review of log files and screen shots found that there was a slight over resection in the surgery with visible red/pink areas, but this should not have affected the plane visualization if performed correctly. No significant visualization data was visible in the case screen shots. An additional clinical review was performed. The reported problem was not confirmed. Clinical advisory provided that multiple scenarios may have contributed to a visualization reading below expected. When soft bone is exposed, it will compress when pressure is applied which may have led to a lower reading on the plane visualizer than during bur all cutting. Possible user error may have occurred if the plane visualization was attempted using only the point probe. Although the reported problem was not confirmed through investigation, several possible contributing factors have been identified. It is possible that pressing into the soft bone with the plane visualizer tool caused it to compress 1.2mm below the cut, or that when the plan visualization was performed the tool was not utilized with the point probe, resulting in an inaccurate measurement. A product history review was not performed for this event, as no manufacturing, packaging or labeling defects were associated with the reported failure. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Definitive clinical factors which could have contributed to the reported event cannot be concluded. The patient impact beyond the reported additional/unplanned 1.2mm cut due to the screen discrepancy cannot be determined. No patient injury or additional intervention was reported due to this event. No further medical assessment can be rendered at this time. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.